Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.

Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The patient experienced redness at the pocket site. The patient is reportedly doing well following the explant procedure.